Manufacturer narrative:
Pending investigation. D10: 2165234 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. 2300023 02-010-01-0350 - logic femoral ps cem right sz 5 2393635 204-34-04 - fluted stem extension 40l x 14 mm. 2450974 200-02-38 - three peg patella 38mm. 2467846 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2012. The patient presented on (B)(6) 2020 and patient had progressive pain/stiffness. No evidence of infection.. The patient was revised on (B)(6) 2020. The case report form indicates that this event is unlikely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2020.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reported revision due to stiffness cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.